Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation of questionable results for 2 patients' sample tested with the beta hcg assay on cobas 6000 e601 serial number (B)(4). Sample 1 (patient 2): on (B)(6) 2023 the customer ran a patient's sample and initially resulted in an hcg value of < 0.10 mui/ml while the 2nd hcg result was 311.7 mui/ml and the 3rd hcg result was 308.9 mui/ml. The physician did not agree with the results as they do not match with the current clinical status of the patient and, therefore, a new patient's sample was taken. On (B)(6)2023 the customer ran a patient's sample and initially resulted in an hcg value of < 0.10 mui/ml and the 2nd hcg result was < 0.10 mui/ml and the 3rd hcg result was also <test 0.10 mui/ml. Sample 2 (patient 1): on (B)(6) 2023 the customer ran a patient's sample and initially resulted in an hcg value of 0.69 mui/ml while the 2nd hcg result was 23.0 mui/ml and the 3rd hcg result was 21.44 mui/ml. The physician did not agree with the results as they do not match with the current clinical status of the patient and, therefore, a new patient's sample was taken and ran on the same day. The 1st hcg result was 0.87 mui/ml (carry over) and the 2nd hcg result was 0.7737 mui/ml. The beta hcg reagent lot number used for sample 1 and 2 was a2208384 with an expiration date of 31-jan-2024.

Manufacturer narrative:
Calibration and qc were acceptable. The sample volume used by the customer was too low. A provided image was reviewed and showed a sample with 2 clots. Instrument performance testing was acceptable. The alarm trace data showed 2 sample aspiration alarms. An "abnormal pre-wash sipper movement" alarm was also observed. The provided pictures of the analyzer show dust contamination, crystallization at the procell/cleancell sipper station, and contamination on the sample probe suggesting inadequate customer maintenance. Based on the information provided, the investigation determined the event was consistent with pre-analytical handling issues.